Manufacturer narrative:
The reported failure of the internal battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU. Multiple service activities occur during the device¿s useful life according to the device¿s service manual.

Event description:
The manufacturer received information alleging a ventilator service required error code was found on a trilogy 100 device. The device was not in use on a patient at the time of the occurrence. During the evaluation it was noted that an error code, permanent fail internal battery, was observed on the device's error log. The service technician evaluated and determined the internal battery had caused the ventilator service required error code to occur on the device. In conclusion, the internal battery needs replaced to address the issue. The device was scrapped. Additionally, during the service of the device, the handle and front case enclosure needed replaced for physical damage unrelated to the reportable issue. The rubber feet and power cord clamp needed to be replaced since these parts were missing on the device, which was unrelated to the reportable issue.